Event description:
It was reported that the patient's neurostimulator and lead were explanted as therapy was not working to control the patient's pain any longer. It was noted that the device did not perform to the patient's needs. It was indicated that the event was not due to normal battery depletion. No additional details were provided. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 37712 (B)(4) found no significant anomaly. The device was functionally okay, but the battery had reduced capacity due to having been overdischarged. According to the trace report taken from the neurostimulator, it was last recharged on (B)(6)-2011. The battery depleted to the lock mode on (B)(6)-2011. It was last adjusted with a patient programmer on (B)(6)-2011. Analysis of the lead model 39565-65 lot# n223643002 found no significant anomaly. The lead body was cut through, the product was segmented.

Manufacturer narrative:
Concomitant medical products: lead model 39565-65 lot# n223643002 implanted (B)(6) 2009 explanted (B)(6) 2012; adaptor model 37092 lot# 232930001 implanted (B)(6) 2009 explanted unk; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.